Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the batteries were draining quickly. The customer also reported two replace battery now alarms without a low battery alert. The customer's blood glucose level was 9.3 mmol/l. The customer was informed that they could continue to wear the device until the replacement arrived. The customer was informed that the product would be replaced, and to return the malfunctioning product back for analysis.